Event description:
It was reported via repair work order that the foot end of the stretcher would not lower and was stuck raised due to malfunctioned actuator rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.